Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the post fractured off. The piece was returned. The visual also reveals discoloration, scratches and gouges. The explant shows signs of significant wear and use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the material specification, the quality and manufacture of polyethylene shall be controlled. This material can be used for surgical implants and can be considered surgical grade. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed on a unknown date. The patient experienced stability issues and the post of the jrny ii bcs xlpe art isrt sz 7-8 rt 10mm was found broken. A revision surgery was performed on (B)(6) 2024, in which a 7-8 10mm bcs insert was re-implanted. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).